Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to dislocation of the head and poly liner insert and disassociation of the poly liner insert from the metal liner. Possible cause or contributor for dislocation/disassociation not reported to rep. Patient was revised to a stryker metal femoral head and a new poly liner insert. Rep reported that x-rays, medical records, and additional information are not available.